Event description:
The following has been reported: staff reported tubing set problem to randy in biomed, no info on staff or patient injury. Sarah from ivenix confirmed tubing set problem during first test infusion, I pushed on bottom corners of set, cleared alarm and alarm did not return. Brought back to ivenix on 3/18 for evaluation. Did not download the logs. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3) (valve 4) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Ipc and common leak rate failed. Device problem alarm prevents device from being used. Large debris found on ipc valve face interrupting seal between valve face and seat. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.